Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left circumflex artery that is 80% stenosed. Pre-dilatation was performed with a 2.0x12mm trek balloon dilatation catheter and a 2.5x33mm xience xpedition stent delivery system was deployed. Post-dilatation with a 2.25x10mm non-abbott balloon was performed and a dissection at the distal edge of the stent was noted. Another 2.25x15mm xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.